Manufacturer narrative:
(B)(4). A visual and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. No corrective actions can be implemented due to the lack of device sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due to the lack of device sample and batch number. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "the column on an oscillator was giving no humidity to the patient". Alleged issue was reported as detected during use. It was reported there was no injury or consequence to the patient. The patient's condition was reported as "fine".